Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.

Manufacturer narrative:
(B)(4). Date of initial report : 11/18/2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that bleeding under 200cc occurred during an ladg procedure. An activation tone was heard, but the surgeon did not see steam or thermal spread. It is unknown if either a regrasp alarm or end tone were heard. There was no injury to the patient.